Event description:
It was reported that during follow-up, the atrial lead exhibited increased capture threshold. The lead remained implanted and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.